Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call by customer's wife that the customer was hospitalized due to diabetes ketoacidosis. The customer's wife stated the meter only said high, but they did not know what that meant. The customer never received an alarm. They went for hours until the call the paramedics and registered high with their meter. The customer's blood glucose at the time of incident was over 500mg/dl. The customer's current blood glucose was 150mg/dl. The customer experienced shortness of breath and dizziness. The customer's back up plan is humalog pens. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.